Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status (B)(4) devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Evaluation findings (results/components) (B)(4) devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition (B)(4) devices: scrapped by stryker (B)(4) device: product not received (B)(4) device: product disposition is not yet determined. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 8 events for the failure: overheating of device. - 6 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact. - 1 event had insufficient information.